Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 10jan2019. International UDI # (B)(4).the customer evaluated the device and cleaned the air inlet filter. The ventilator was tested and passed all testing. The customer returned the ventilator back to service.

Event description:
The customer reported that the ventilator had a temperature high error. There was no patient involvement. Event date not specified; estimate used.